Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a mastoidectomy surgical procedure the motor device was "not locking [the] drill bit properly; bit not locked but drill still runs". The planned surgical procedure was completed without delay as an identical spare device was available for use. The surgery was completed successfully with the spare device. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.